Event description:
It was reported that the left ventricular (lv) lead moved and was no longer in the intended spot. The lv lead exhibited high thresholds and no capture. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1q1 crtd implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.